Event description:
It was reported to nova biomedical that a consumer received a result of 224 mg/dl. The consumer did not believe the readings to be accurate. She subsequently experienced a hypoglycemic event requiring medical intervention with emts who gave her glucose tablets to raise her blood glucose level. During the call to customer support, it was revealed that the consumer does not control solution test their test strips for integrity before use as instructed in our directions for use. The consumer was educated on these directions for use at the time of call. The meter in question will be returned for evaluation, however, the test strips in question will not be returned as the consumer finished the box.

Manufacturer narrative:
Nova biomedical awaits the return of the device for evaluation. Should any significant findings be a result of that investigation, a follow-up report will be filed.